Event description:
The customer reported that the steering was difficult to turn. There was no report of a patient or user injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The steering coupler was adjusted during the service call. The system was tested and found to be working as intended and put back into service.